Event description:
The patient presented with a new right hemisphere stroke and a CT angiogram demonstrated progression of the contralateral internal carotid artery stenosis to 80%. The patient under went successful angioplasty and stent placement, with 30% residual stenosis, to treat the lesion. A follow-up CT angiogram six months post procedure revealed 60% in-stent restenosis. The was treated with angioplasty without complications. The patient was both clinically and radiologically stable on both the radiographic follow-up fifteen months after the intervention and during the two years of clinical follow up since the right-sided stroke occurred.

Manufacturer narrative:
Anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Restenosis is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
(B) (4).

Event description:
The patient presented with a new right hemisphere stroke and a CT angiogram demonstrated progression of the contralateral internal carotid artery stenosis to 80%. The patient under went successful angioplasty and stent placement, with 30% residual stenosis, to treat the lesion. A follow-up CT angiogram six months post procedure revealed 60% in-stent restenosis. This was treated with angioplasty without complications. The patient was both clinically and radiologically stable on both the radiographic follow-up fifteen months after the intervention and during the two years of clinical follow up since the right-sided stroke occurred.